Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula retracted inside sensor base. Also found excessive dried blood in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Customer did not return insertion needle.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 131 mg/dl and the sensor glucose was 64 mg/dl at the time of the incident. Customer's blood glucose level was now 139 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did received change sensor alert. The sensor will be returned for analysis.